Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a printer showed an incorrect medication quantity. The customer stated that the malfunction may lead to inaccurate drug when dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the scanner had failed. A technical support specialist applied the knowledge article "unable to link barcode - product ID must be unique" fix, but it did not resolve the issue. The case was then escalated to a product support engineer (pse), who successfully fixed the issue. The system functioned as intended after the product support engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a printer showed an incorrect medication quantity. The customer stated that the malfunction may lead to inaccurate drug when dispensing a medication. The insulin label reads that the product is a 10ml vial(correct) but the qr code on the label when scanned shows a 3ml vial in epic causing a charge for a 3ml vial instead of 10ml. There were no adverse events or injuries reported based on this event.